Event description:
The graft was placed as an axillo-femoral bypass. One month postoperatively, the pt reportedly fell on the stairs three times. Two days later, the pt noticed a swelling in the groin region. Two weeks later, the pt was admitted to the hospital. Exploratory surgery reportedly revealed a complete tear of the graft just proximal to the distal anastomosis. The disrupted graft portion was removed and an interposition was placed. As of this report, the pt was doing fine.

Manufacturer narrative:
Co has completed analysis of the seven small segments of an 8 mm ID. Thin walled fep ringed gore-tex vascular graft removable rings, removed from your pt. It is co's understanding that the graft was placed as an axillo-femoral bypass. Approx 1 mo postoperatively, the pt fell down a set of stairs on three different occasions. Following these events, a pulsatile mass developed in the groin region. Two weeks later, the area was explored and a complete tear of the graft near the distal anastomosis was detected. The torn graft segment was removed and a small segment of another gore-tex vascular graft was interposed. The torn graft segment was returned for examination. Each thin walled fep ringed gore-tex vascular graft with removable rings lot undergoes comprehensive testing and inspections prior to release for distribution. Rep samples from each lot are tested for mechanical strength, suture retention strength, resistance to aneurysmal dilatation and adhesion strength of fep rings. A review of the mfg and testing records verified that the lot met all pre-release specs. A portion of the returned graft sample was submitted for qa testing; test results exceeded specs for suture retention strength. Co is unable to perform material tensile strength testing because of the small sample size. Gross examination of the returned graft sample revealed one tubular graft segment and a beveled anastomosis comprised of several small cut graft sections. Stereoscopic examination of the tubular graft sample following removal of all biological material confirmed one cut end and one torn end. Indentations, resembling the base of suture holes, were evident in a few regionas along the torn edge. The edge at the base of the asastomotic bevel was indeed torn and matched the torn edge of the tubular graft segment. Two suture pull-outs were noted along one side at the torn edge of the asastomotic base (heel) segment. Outer reinforcement was missing from around the torn edges. The tear appeared to originate at these suture holes and propagated to the opposite side. Although co is unable to determine the exact cause(s) for the fraft disruption, co's findings of suture line dehiscence at the asastomotic heel, associated with missing outer reinforcement, are indicative of excessive longitudinal stresses placed on the graft. Factors that may contribute to stresses on the graft include: insufficient graft length for full limb extension and/or further graft manipulation, or extreme movement of the shoulder and/or hip joint by the pt during the immediate postoperative period. In addition, the graft suture retention strength can be seriously compromised if the outer reinforcement is removed or disrupted. These considerations are addressed in our instructions for use.